Event description:
A tibial insert impactor tip was returned. The tip had broken at the point where the tip connects to the impactor handle.

Manufacturer narrative:
A tibial insert impactor tip was returned. The tip had broken at the point where the tip connects to the impactor handle. A horizontal groove was present across the connection bore. Inspection records for the affected lot indicate that the device was manufactured to specification.